Event description:
A surgeon reported a pt experienced a decrease in visual acuity a few months following intraocular lens (iol) implant surgery. The pt was treated with medication for cme. The vision improved at that time, however, visual acuity began to decrease again a few months later. Upon examination, orange colored particulates described as "vacuoles" were observed scattered throughout the lens. A follow-up visit was conducted 2008, with the reporting surgeon. The pt was seen and moderate glistenings were observed on the lens. Following the visit, the surgeon stated that glistenings are probable not the cause of this pt's issues. The pt will be seen by another physician next week.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Add'l info was requested on 03/20/2008, 03/24/2008, 04/04/2008, 04/07/2008 and 04/11/2008 by phone, on 03/21/2008 by fax and mail, on 03/26/2008 by email. A completed questionnaire was returned by the surgeon. This report was mailed to FDA on: 04/18/2008.